Event description:
It was reported that the right atrial (ra) lead exhibited possible p-wave undersensing causing a brief delay in mode switch. The lead remains in use. No patient complications have been reported as a result of this event.